Event description:
During a cataract extraction, the surgeon noted that the tip of the nagahara chopper was missing. The eye was inspected under the microscope and an xray was taken, the object was not found.